Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 14f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, it was difficult to close the foot of the second prostyle device. The suture of a new prostyle device was successfully pre-placed. The evar procedure was completed using the same 14f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.